Event description:
The consumer reported two (2) false negative results with binaxnow covid-19 antigen self test performed on an (B)(6) 2022 with an unknown sample. This MFR. Report addresses patient results one (1) of two (2). Pcr testing was performed on (B)(6) 2022 generating positive results. Consumer stated that she had not been symptomatic until the day of pcr test, when she felt a little stuffy. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 179940 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 186666 and device part number 195-430h/ lot 173829. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Please reference all related MFR. Report numbers: 1221359-2022-03571.